Event description:
A report received from (B)(6) stated an 840 ventilator experienced an erratic and discolored lower graphical user interface (gui) display. There was no patient involvement reported.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the gui central processing unit (cpu), printed circuit board (pcbs) and upgraded the software to the current revision. The cse performed extended self-testing on the device and all tests passed. (B)(4).